Manufacturer narrative:
If explanted; give date: exact date not provided. Only provided as (B)(6). Telephone number: (B)(6). Devic evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye as the patient complained about glare & halos. There were no issues regarding visual acuity (va) (1.0 for distance), but daily activities was affected especially at night time. Patient vision pre-operative is far: 0.8 near: j4 (decimal) and vision post-operative is far: 0.5 near: j2. Another competitor lens was used as the replacement. There was no vitrectomy, incision enlargement, or sutures required. Patient status reported as temporarily impaired. No other information was provided.

Manufacturer narrative:
Correction and additional information: section b3: date of event: should have indicated as unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2022. In the initial report, it was inadvertently indicated as (B)(6) 2022. Section d6b: if explanted, give date: as per the additional information received, the correct explant date is (B)(6) 2022. It was indicated as february 28 in the initial report which is hereby corrected. Section d9: device available for evaluation: yes. Date returned to manufacturer: 12 aug, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. The complaint issue ¿hm-glare surgical intervention required¿ and ¿hm-halo vision¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.